Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6), the patient experienced partial detachment of the pod adhesive on the abdomen. This resulted in blood glucose levels rising to 17-19 mmol/l (306-342 mg/dl), confirmed via finger prick testing. Concurrently, ketone levels increased to 5 mmol/l and continued to rise. The patient developed symptoms consistent with infection and hyperglycemia, necessitating admission to prince charles hospital. During hospitalization, he was diagnosed with a stomach infection and treated with five courses of antibiotics. The patient was discharged after one day.